Event description:
This is a duplicate of MFR report # 0001831750-2013-02630. The serial number (B)(4) and catalog number 6252000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-02630 for full reporting of serial number (B)(4) and catalog number 6252000000 for this complaint.

Manufacturer narrative:
This is a duplicate of MFR report # 0001831750-2013-02630. The serial number (B)(4) and catalog number 6252000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-02630 for full reporting of serial number (B)(4) and catalog number 6252000000 for this complaint.

Event description:
It was reported via repair work order that the stair chair tracks were broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.